Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.(B)(4).

Event description:
It was reported incomplete seal and thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device was successfully implanted. A complete seal was noted at the time of implant. At the 45 day follow up appointment on (B)(6) 2018, thrombus was found on the surface of the device. The site also noted flow adjacent to the device at 90 degrees on 0.4cm-0.5cm. The patient will remain on coumadin. The patient was noted to be fine.